Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 174829: (B)(4) items manufactured and released on 22-nov-2017. Expiration date: 2022-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a flexion contracture 2 years and 5 months after the primary surgery. The cause of the flexion contracture is unknown. The surgeon revised the femoral component and the surgery was completed successfully.